Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited failure to extend the helix. The rv lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix being clogged with blood. Visual and x-ray examination did not find any anomalies. The full helix extension length was measured within specification. The cause of the reported event was due to the helix being clogged with blood. Further information was requested but not received.